Event description:
It was reported that during an aortic valve replacement procedure, the device was not cutting while opening the thorax. The surgeon insisted on continuing to use the device. While being pushed "probably too hard" the device got out of its drill guide and lacerated the innominate vein. The vein was cauterized immediately without any other problem. Another device was used to complete the procedure. The surgery was completed successfully, and there were no other patient consequences due to the issue.

Manufacturer narrative:
Final device investigation found that the device was returned to the manufacturer in good visual condition. Upon evaluation, the device was viewed under magnification and nicks were seen on the teeth of the blade. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected under magnification prior to release, no conclusion could be made as to what may have caused the reported event.